Event description:
On 7/17/96 an aus device was implanted. On 11/11/96 the cuff was revised. On 3/12/97 the cuff was removed from the patient and and replaced, reason not indicated. Co has requested additional information.